Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A talent cuff was implanted five years post index procedure. An endurant aortic cuff was implanted to four months later. It was reported that a recent CT revealed the aneurysm is currently 6.5 cm in diameter and a type iii separation between the aneurx bifurcated stent graft and the talent aortic cuff. Two endurant aui devices and an endurant limb were implanted in the patient and the type iii separation endoleak was resolved. The physician stated that the cause of the type iii separation endoleak was anatomy related, large and angulated aortic neck and disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.